Event description:
The user facility reported that a patient suffered eye exposure to prolystica 2x enzymatic presoak and cleaner.

Manufacturer narrative:
The user facility contacted (B)(6) for advice and medical assistance. (B)(6) contacted the (B)(6) poison and drug center for immediate medical assistance. The prolystica 2x concentrate enzymatic presoak and cleaner label clearly states, "warning: contains subtilisins (proteolytic enzyme)((B)(4)). Irritating to eyes and skin. Prolonged or frequently repeated contact to subtilisins may cause allergic reaction in some individuals...wear protective eyewear and gloves." Steris made multiple attempts to obtain additional information, however the user facility will not respond.